Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -7.00/40.5/090 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient is experiencing issue with vision when it is dark. The lens remains implanted at the time of this report. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: b5 - the reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens -7.00/0.5/090 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(4) 2015. The patient is experiencing issue with vision when it is dark. On (B)(4) 2021 the lens was exchanged for a different model, different length lens and the problem was resolved. Reportedly, "patient is happy". Claim# (B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).